Manufacturer narrative:
Device evaluation: lens was returned dry, in a lens case/ vial. There was clear surgical residue/debris on product. Visual inspection found the haptic broken and bent. Dimensional inspection found lens within specification. Event: the reporter indicated that the surgeon implanted a 12.1mm vicm5_12.2, -03.00 diopter, implantable collamer lens into the patients right eye (od) on (B)(6) 2018. Low vault, pigment dispersion, and persistent inflammation (iritis) was observed. On (B)(6) 2018 the lens was removed. It was reported that during inflammation doctor prescribed g. Pred forte, g. Vigamox, g. Fml, and after explant g. Pred forte and g. Timocomod. Patient under observation; ac cells 2+. Patient will have 5 week post-op on (B)(6) 2018. Other relevant history- patient had tuberculosis six years ago. Recent blood test shows normal. Patient code: "1940" not included in the initial MDR. Claim# (B)(4).

Manufacturer narrative:
The lens was replaced on (B)(6) 2019 with a longer length lens of different power and the problem was resolved. Claim#: (B)(4).

Manufacturer narrative:
This product is not marketed in the us. (B)(4). Word order search: no similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.1mm vicm5_12.1, -03.00 diopter , implantable collamer lens into the patients right eye (od) on (B)(6) 2018. Low vault, pigment dispersion, and persistent inflammation was observed. On (B)(6) 2018 the lens was removed. It was reported that during inflammation doctor prescribed g.pred forte, g. Vigamox, g.fml, and after explant g pred forte and g timocomod. Patient will have 5 week post-op on (B)(6) 2018. If additional information is received a supplemental medwatch report will be submitted.